Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery while technical support confirmed warranty coverage, arranged shipment of replacement pump with updated software, provided instructions for placing old pump in storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.